Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = missing. Customer alleged the pump having got 2 errors 54 and 3, it stopped the delivery and her bg was high. Thus and care link pro software was utilized and downloaded trace/history files properly. Unit passed rewind, prime/seating, basic occlusion, force sensor, sleep current measurement, active current measurement, and self tests. However, unable to perform the displacement test, occlusion tests or verify under/over delivery anomaly due to missing reservoir tube o-ring, missing retainer. No unexpected pump error 54, 3 alarms noted during testing and in the trace/history files/detail trace noted. In conclusion, no pump error 54, 3 alarms noted during testing and in the trace/history files, and unable to verify possible under deliver anomaly due to unit p-cap / test reservoir does not lock in place properly noted. No moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Unit p-cap / test reservoir does not lock in place properly. Also, unit had cracked keypad overlay, cracked case corner of belt clip rails, serial number label missing. (B)(4).